Event description:
A customer reported that the system displayed a system message and the footswitch was not working during surgery. The surgery was completed with the same system and accessories. There was no pt harm.

Manufacturer narrative:
A review of the service report indicates the customer reported that their infiniti system had a system message (sm) - "infusion pressure drop" during surgery. A company representative remotely assisted the customer by telephone. The company rep advised the customer to adjust the infusion pressure drop setting to 100%. No further issues were reported. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).